Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s current blood glucose was 83 mg/dl and blood glucose 338 mg/dl at the time of incident. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was done for high blood glucose and under delivery. The drive support cap appears normal. Based on customer report customer does allege pump was under delivering. The insulin pump will not be returned for analysis.